Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corportation. The customers reported problem of "no power up" was verified and confirmed. The report was duplicated and attributed to the main board. The device was scrapped as requested by the customer. Analysis of reports of this type has not identified an increase in trend.